Event description:
Complainant alleged that while attempting to defibrillate a female pt the device was unable to charge energy and displayed an unk error message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the prod and will be providing a follow-up report when our investigation is completed.